Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump speed dropping to zero revolutions per minute was not confirmed as the reported event was unable to be reproduced during testing of the returned centrimag motor and was not observed in the downloaded log file. The returned centrimag motor (serial number: (B)(6)) was evaluated by service depot under alongside known working test centrimag equipment and the returned centrimag console. The returned motor was connected to a mock circulatory loop and run for several days without any issues or atypical alarms produced. A full functional checkout was performed, and the unit passed all steps of testing without any issues. The serviced and tested unit was returned to the customer site after passing all test per procedure. A log file was downloaded from the returned centrimag console. The log file did not contain any data from the reported event date of 01aug2025; however, the data in the log file did not indicate any issues with the centrimag motor. No atypical alarms were observed. The system operated the motor at the set speed without any issues throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 4 ¿ "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 ¿ "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The motor was shipped to the customer on 09aug2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient on support with the centrimag went into ventricular fibrillation. The only symptom of arrhythmia the patient experienced was hypotension since the patient was intubated and sedated at the time. The perfusionist stated that the revaluations per minute (rpms) decreased to zero and flow decreased without user adjustment after the arrhythmia occurred. The pump transferred to another motor and taken out of service. It was noted that there was a red alarm associated with the event. The patient's arrhythmia resolved by itself without intervention. The type of arrythmia was later determined to be ventricular tachycardia, and was not sustained. The patient did not have a history of arrhythmia prior to centrimag support, but the arrhythmia was not thought to be device related. The patient was noted to still be admitted as of (B)(6) 2025. The cause of the 0 rpms was not known.

Manufacturer narrative:
Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.